Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17july2019. The device was evaluated by the manufacture bench repair and the reported issue was unable to be duplicated. . The device was in clinical use when the reported issue occurred however no there was no patient harm. The determination could not be made that the device failed to meet specifications. The screen shell, membrane, batteries and filters were replaced. The reported issue was not duplicated, therefore the root cause at the component level could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported flow valve calibration failure. Patient/user involvement: the device was in clinical use when the reported issue occurred however no there was no patient harm. The event date was not specified, estimate used.